Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: - increased number of deposits of tissue on the electrode. - increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) - increased contact resistances due to defective contacts. - the instrument is located in a gas bladder during activation. - the measuring method of the esg-400 might have an impact on the conductivity. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e006 error (insufficient conductivity). The event occurred during a therapeutic coagulation in a transurethral resection (tur) procedure. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event.